Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead had infection. A revision procedure was performed, and the pacemaker, rv lead, right atrial (ra) lead and the previously capped lead were explanted. No patient consequences were reported.